Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. (B)(4).

Event description:
It was reported to boston scientific corporation that an autotome rx 44 was used in the bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2022. During the procedure, a guidewire was inserted through the scope into the pancreatic duct. The bile duct was then cannulated using the autotome rx 44 and the guidewire. When in place, a sphincterotomy was performed; however, the cutting wire broke proximal to the scope. It was still connected distally, and it was reported that no part of the cutting wire detached and fell into the patient. The device was removed from the scope and from the patient. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event.